Event description:
It was reported by dealer that the pc board intermittently shuts the irc5po2 concentrator off and turns the unit back on and the transformer is causing no power, and displaying the high pressure code, 2 green 1 red and causing the unit not to shift correctly. No further information provided.